Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility the system 7 v-notch sagittal saw was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported as a result of this event.

Manufacturer narrative:
The original reported event, device overheating, was duplicated. Upon disassembly per visual inspection, a loose drive link was found within the device which can lead to the reported event.

Event description:
It was reported that during testing conducted at the user facility the system 7 v-notch sagittal saw was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported as a result of this event.